Event description:
Inbound. Patient reports no disposable alarm with cadd legacy pump. Reservoir volume 82 ml, cadd legacy pump serial number (B)(4). No cadd cassette info available. No further details provided.